Event description:
It was reported that during a duodenal switch procedure, on the sixth firing on the stomach when creating the sleeve gastrectomy portion, a gold cartridge and buttressing was used. The staples on the patient side did not form. There was an opening in the stomach. On the specimen side of the sleeve the staples did form. The surgeon over sewed the staple line sewing the gastronomy closed. Performed a leak check after the case and it was okay. The procedure was completed with the same device with no other issues. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.